Manufacturer narrative:
Na.

Event description:
Info was received that this product was part of a system revision due to infection. There were no additional adverse pt effects reported. Attempts were made to obtain additional info was unsuccessful. All available info suggests that the product remains implanted.